Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an open reduction internal fixation (orif) with a variable angle locking compression plate (va lcp) for a distal radius fracture on (B)(6) 2018, the drill bit penetrated the contralateral side. The drill bit also became twined around by bandages, causing the tip to break. All fragments were retrieved. Surgery was completed with no delay and no consequence to the patient. Patient status reported as stable. This report is for one (1) 1.8mm drill bit with depth mark. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 310.509; lot: l834120; manufacturing site: bettlach; release to warehouse date: april 11, 2018. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection, investigation site: (B)(4); selected flow: 5. Broken. Visual inspection: the received drill bit is broken approximately 15mm from tip section and the flutes are strongly untwisted. Dimensional inspection: because of the damages, the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Material review: this drill bit was made from the blank (sub-component) 60036882. The blank is not lot tracked. Therefore, the last three potential work orders that were produced prior to lot l834120 were reviewed. The review has shown that with 440a the correct material was used, and that the hardness was with 52.2 ¿ 53.7 within the specification of 52 0/+3 hrc. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. It was reported that the drill bit in question penetrate the contralateral side and was twined around by bandages. Based on this provided information, we assume that a blockage in combination with too much mechanical force caused the breakage of the drill bit. Therefore, we can confirm the visible damages are not from any manufacturing non-conformity. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.